Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the pump. Event log history was performed and indicated that "high alarm displayed: battery removed", "system fault 45,986 occurred" and "power down" were recorded in history. During analysis, the reported problem regarding error code was not able to be duplicated. Service cleared error code and reloaded software as a preventive action. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error 45986". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.